Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the snubber board, battery pack, line receptacle and power cord. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the left monitor on the 9800 system was blank. The technique was at maximum. No patient injury was reported.